Event description:
It was reported that stent damage occurred. A 2.75x38mm synergy stent was advanced and the struts of the stent opened while reaching the calcified lesion. The stent could not be placed and the procedure was completed with a different device. There were no clinical consequences to the patient.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.75 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of proximal stent damage with struts on the first row lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.75x38mm synergy stent was advanced and the struts of the stent opened while reaching the calcified lesion. The stent could not be placed and the procedure was completed with a different device. There were no clinical consequences to the patient.